Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a noise image occurs due to bad charged coupled device unit and because of electrical contact of video connector which was shaved; adhesive on bending section cover had chipped; video connector, grip, up angulation lever plate, right left plate, switch 1, light guide connector, light guide cover glass, video connector case and control unit had scratches; bending angle in up direction exceeds the standard value due to deformation of bending tube; bending section could not be fixed firmly due to damage on forceps elevator lever(surgical products); switch 1 had discoloration and was sticky. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope screen becomes sepia tone. The device was returned for evaluation. During the device evaluation, the no image is produced due to damage to the imaging unit and damage to the circuit board in the video connector was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image related to noise could not be identified. However, it¿s likely the cause is related to stress of repeated use, external factors, handling of the device, a disconnection, or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors being broken. The event can be prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.